Event description:
It was reported that pump displayed malfunction alarm 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided reset information, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code recurred.